Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported a critical pump error/open book image error. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unable to lock into p-cap properly during testing. Successfully utilized crest and thus to download history files and traces. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The detail trace history file revealed pump error 63. Pump error 63 (variable info = 12, file number = 522 and line = 341) was triggered three times on (B)(6) 2024 from 12:50:00 through 12:50:36. Per software engineer log it was determined the pump error 63 was due to hardware watchdog failure. Isolate to electronic assembly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted during visual inspection. Force sensor zero offset within spec (23.1 mv). Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (stained) and scratched case. In conclusion, customer concern for critical pump error/open book image was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.